Event description:
It was reported that this patient had an infection/abscess. The device system was ultimately removed and replaced, as a result of the infection. A replacement was pending the infection clearing. No additional adverse patient effects were reported. At this time, the product has not been returned. If additional information is received, this report will be updated.